Event description:
It was reported that the fiber was being used for lasering when it broke outside the scope near the tip. The fiber continued to be used and broke again. The fiber was then replaced and the procedure was completed. There were no patient complications.

Manufacturer narrative:
Upon receipt at the quality assurance laboratory, the returned fiber underwent visual inspection, which confirmed that the fiber was broken. The instructions for use (IFU) instruct users to inspect the fiber for damage (e.g., kinks, punctures, fractures) before and during use and to discontinue use if any damage is identified, as continued use may pose safety risks. The IFU also advises verifying the presence of a circular green aiming spot prior to use and discarding the fiber if the aiming spot is weak, distorted, or absent. As the root causes for moses fiber breakage remain under investigation, the most probable cause is considered device related, however, a more specific root cause cannot be determined at this time. The reported event is consistent with a known failure mode currently under investigation.

Event description:
It was reported that the fiber was being used for lasering when it broke outside the scope near the tip. The fiber continued to be used and broke again. The fiber was then replaced and the procedure was completed. There were no patient complications.